Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using the evercross 035 a balloon dilatation device, the balloon got stuck outside of the 7f sheath and subsequently ripped apart into three pieces. The procedure was being performed at the av access site in the right proximal vein. A 7f sheath was used. Device passed through a previously deployed stent. Severe resistance encountered when advancing the device. Excessive force was not used. An inflation device was used. 50/50 contrast was used. The balloon detached within the vessel, causing removal difficulties. The detached component was successfully removed within the sheath, and the device was removed in tandem without injury or intervention. Post procedure the balloon was destroyed. The surgery experienced a 15-minute delay due to these issues. The procedure was completed using a new device. There was no medication administered to the patient or additional intervention required in removing the detached balloon. No patient injury reported.

Manufacturer narrative:
Product analysis: only the distal end of the inner and two sections of the balloon were returned. Approximately 110mm of the inner was returned with a pproximately 25mm of the distal end of the balloon attached. Approximately 55mm of the detached balloon was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.